Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, with insulin delivery behavior explained by the agent as suspending for 90 minutes when glucose falls below 70 mg/dl. Symptoms included low blood glucose reported below 70 mg/dl without loss of consciousness or other acute effects, with device alerts for low and urgent low. Outcomes included self-treatment with oral carbohydrates such as juice and cookies, no need for assistance, and no medical intervention or hospitalization, though the user was advised by a clinician to contact a trainer. Investigation included troubleshooting and education with the user. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded that the event involved low glucose with unclear cause and that the user managed the episode with oral glucose.